Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the ligaclip could clip on properly when applied on vessels, but when applied on the cystic duct, the clip could not latch on. The clip could cover the entire diameter of the duct but did not latch on when the closing trigger was released. Issue occurred after subsequent firings. It is unknown how the procedure was completed, however procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 10/6/2021. D4: batch # v94k9y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed twelve conforming clips. The event described could not be confirmed as the device performed without any difficulties noted and no product defect identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: firing the instrument over another clip or instrument can also damage a properly deployed clip, disrupt related vessels and structures, and damage the instrument. Avoid firing the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to release the clip prematurely. Excessive tissue manipulation with clip in jaws may result in clip dislodgement.". As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.